Event description:
Procedure type: sigmoid resection. According to the reporter: several staples were observed to be misformed into straight lines. When the device was used, the staple line came apart. We had to transect a small portion of colon, and redo the device anastomosis. We opened new reloads, transected another 5-10 mm of tissue and redid the anastomosis. Unanticipated surgery delay time of 30 minutes. Unanticipated tissue loss was reported.

Manufacturer narrative:
(B)(4).